Manufacturer narrative:
The reported event that patient had a medial column fracture during the surgery could not be confirmed, since the device(s) were not returned for evaluation and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause.   If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. H3 other text : device disposition unknown.

Event description:
As reported: "intra-operative complications during the initial surgery involving the latitude ev implant. The patient had medial column fracture during the surgery. The surgeon confirmed a causal relationship between this fracture and the surgery procedure. However, this event is not related to the implant. No actions were needed to address the issues. The event was resolved without sequelae on (B)(6) 2023". Update on (B)(6) 2023 : the operated elbow was the left. Hand dominance = opposite. There was no increase in the operation time.